Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 523 mg/dl. The customer¿s blood glucose on next day of hospitalization was 486 mg/dl and next was mg/dl. The customer's blood glucose was 523 mg/dl at the time of incident and current blood glucose was 153 mg/dl. The customer was treated with trip to emergency room, shot of insulin and manual injection. Troubleshooting was done for high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer to perform the high pressure test and the test was passed. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.